Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 300 mg/dl. The user alleged the insulin pump was under delivering. No harm requiring medical intervention was reported. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was to increase the time glucose stays in the 70 mg/dl to 180 mg/dl range and that in order to do that, the system used 120 mg/dl as the target to calculate the amount of insulin to deliver. Customer stated insulin exited at the quick release. Customer stated the cannula was not bent. Customer stated they performed displacement verification test and test was failed. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).